Event description:
It was reported that a whole gates glidden drill was swallowed by a pt. An endoscopy procedure was performed and the device was visualized in the small intestine, though could not be accessed for removal. The pt was informed that the device could probably only be removed surgically, though the gastroenterologist did not recommend this and opted to leave the device in place unless issues develop.

Manufacturer narrative:
While there is no indication that the device malfunctioned in this case, because an endoscopy procedure was performed, this event meets the criteria for reportability per 21 cfr part 803.